Manufacturer narrative:
No parts have been received by the manufacturer for evaluation as no parts were replaced. While troubleshooting with technical services (ts), it was confirmed that no ip configuration existed on the navigation system. Mobile view station (mvs) configuration had also been changed. Had rn change the navigation system ip settings to match the mvs settings. Attempted to verify connection, but failed. The site had already taken off the mvs back panel, had them bypass the bulkhead, connecting the ethernet cable directly to the mvs computer. Verification of connection successful. Issue resolved. Requested site to leave system in this configuration through the case, then to replace the back panel. A medtronic representative went to the site to test the equipment. The issue was resolved through proper network configuration with the navigation system. Bulkhead connector was inspected and no issues found. The imaging system passed the system checkout and was found to be fully functional. No issues found with the imaging system. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A registered nurse (rn) reported that, while in a spinal fusion procedure, they had an orange line of communication between the imaging system and the navigation system. While troubleshooting they tested multiple ethernet cables, tested multiple navigation systems, bringing in a new imaging system, and tried power cycling multiple times. Looked at network settings and a line appeared to be missing on the navigation system that is correlated to the ip address. Site had to hang up to re-arrange equipment, but would call back for technical services (ts) to check the ip configurations. When the site called back, ts confirmed that no ip configuration existed on the navigation system. The rn also said that mobile view station (mvs) configuration had also been changed. After troubleshooting verification of connection was successful and imaging system was ready for use for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.